Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s))/ perforation (other)/ migration of essure device location of device: left essure appears to lie outside of the fallopian tube') in a 33-year-old female patient who had essure (batch no. D08059) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "hysteroscopy myomectomy on ((B)(6) 2015), endometrial ablation on ((B)(6) 2015) essure on ((B)(6) 2015)". The patient's medical history included morbid obesity and joint pain. Previously administered products included for an unreported indication: sprintec from 2010 to 2015, nortrel from 2010 to 2015 and amethyst from 2010 to 2015. Concurrent conditions included anxiety, menorrhagia, hypertension, anemia, back disorder, heartbeats irregular, allergic reaction to analgesics, penicillin allergy, uterine fibroid, fever, per vaginal bleeding, uterine bleeding, migraine without aura and varicella. Concomitant products included sertraline hydrochloride (zoloft) since 2017 for anxiety as well as cetirizine, cetirizine hydrochloride (zyrtec), fluticasone propionate (flonase) since 2015, ibuprofen, losartan since 2017, metoprolol succinate, metoprolol since 2017, omeprazole (prilosec) since 2017, pseudoephedrine hydrochloride (sudogest) from 2010 to 2017 and sertraline since 2017. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced back pain ("back pain"), 1 day after insertion of essure. In (B)(6) 2015, the patient experienced dysgeusia ("other injury(ies) or complication please describe: metallic taste in mouth"). On (B)(6) 2015, the patient experienced abdominal distension ("gastrointestinal or digestive system condition type: bloating") and abdominal pain ("gastrointestinal or digestive system condition type: left sided pain / abdomen pain"). On (B)(6) 2016, the patient experienced urinary incontinence ("bladder or urinary problems or changes/ minor bladder leak"). In (B)(6) 2016, the patient experienced pelvic pain ("pain left-sided pelvic pain/ pain stabbing pain/ pelvic pain syndrome"), vaginal discharge ("vaginal scant white discharge/ vaginal discharge") with vaginal odour, perineal pain ("perineal pain") and migraine ("migraines / headaches"). On (B)(6) 2016, the patient experienced fatigue ("fatigue"). In (B)(6) 2016, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6) 2017, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), abdominal pain lower ("localised left lower quadrant pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("pressure with intercourse"). The patient was treated with surgery (bilateral salpingectomy - laparoscopic bilateral salpingectomy with essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, vaginal discharge, abdominal pain lower, perineal pain, migraine, weight increased, urinary incontinence, dysmenorrhoea and dyspareunia outcome was unknown, the pelvic pain, fatigue, back pain and anxiety was resolving and the abdominal distension, abdominal pain and dysgeusia had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, anxiety, back pain, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, migraine, pelvic pain, perineal pain, urinary incontinence, vaginal discharge and weight increased to be related to essure. No further causality assessment were provided for the product. The reporter commented: current weight 320 lbs. Insertion details- left side 3 coils and right side 3 coils visible without difficulty. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 47.7 kg/sqm. Computerised tomogram abdomen - on (B)(6) 2018: no acute findings, bilateral fallopian tubal occlusive device, on the left this appears to lie outside of the fallopian tube no adjacent inflammation or fluid.. Hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion. Ultrasound scan vagina - on (B)(6) 2016: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: dysmenorrhea. Pelvic pain, fatigue, abdominal pain lower, abdominal pain. Batch no d08059 production date 2014-09-17 expiration date 2017-09-28. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s))/ perforation (other)/ migration of essure device location of device: left essure appears to lie outside of the fallopian tube/migration') in a 33-year-old female patient who had essure (batch no. D08059) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "hysteroscopy myomectomy on ((B)(6) 2015), endometrial ablation on ((B)(6) 2015) essure on ((B)(6) 2015)". The patient's medical history included morbid obesity and joint pain. Previously administered products included for an unreported indication: sprintec from 2010 to 2015, nortrel from 2010 to 2015 and amethyst from 2010 to 2015. Concurrent conditions included anxiety, menorrhagia, hypertension, anemia, back disorder, heartbeats irregular, allergic reaction to analgesics, penicillin allergy, uterine fibroid, fever, per vaginal bleeding, uterine bleeding, migraine without aura and varicella. Concomitant products included sertraline hydrochloride (zoloft) since 2017 for anxiety as well as cetirizine, cetirizine hydrochloride (zyrtec), fluticasone propionate (flonase) since 2015, ibuprofen, losartan since 2017, metoprolol succinate, metoprolol since 2017, omeprazole (prilosec) since 2017, pseudoephedrine hydrochloride (sudogest) from 2010 to 2017 and sertraline since 2017. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced back pain ("back pain"), 1 day after insertion of essure. In (B)(6) 2015, the patient experienced dysgeusia ("other injury(ies) or complication please describe: metallic taste in mouth"). On (B)(6) 2015, the patient experienced abdominal distension ("gastrointestinal or digestive system condition type: bloating") and abdominal pain ("gastrointestinal or digestive system condition type: left sided pain / abdomen pain"). On (B)(6) 2016, the patient experienced urinary incontinence ("bladder or urinary problems or changes/ minor bladder leak"). In (B)(6) 2016, the patient experienced pelvic pain ("pain left-sided pelvic pain/ pain stabbing pain/ pelvic pain syndrome"), vaginal discharge ("vaginal scant white discharge/ vaginal discharge") with vaginal odour, perineal pain ("perineal pain") and migraine ("migraines / headaches"). On (B)(6) 2016, the patient experienced fatigue ("fatigue"). In (B)(6) 2016, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6) 2017, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety psych injury"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), abdominal pain lower ("localised left lower quadrant pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("pressure with intercourse"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), headache ("headaches") and gastrointestinal disorder ("gi conditions"). The patient was treated with surgery (bilateral salpingectomy - laparoscopic bilateral salpingectomy with essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, vaginal discharge, migraine, weight increased, urinary incontinence, dysmenorrhoea, dyspareunia, menorrhagia, headache and gastrointestinal disorder outcome was unknown, the pelvic pain, fatigue, back pain and anxiety was resolving and the abdominal pain lower, perineal pain, abdominal distension, abdominal pain and dysgeusia had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, anxiety, back pain, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, gastrointestinal disorder, headache, menorrhagia, migraine, pelvic pain, perineal pain, urinary incontinence, vaginal discharge and weight increased to be related to essure. The reporter commented: current weight 320 lbs. Insertion details- left side 3 coils and right side 3 coils visible without difficulty. Plaintiff received treatment for pain, bleeding,psych injury, migration and other injuries/ symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 47.7 kg/sqm. Computerised tomogram abdomen - on (B)(6) 2018: no acute findings, bilateral fallopian tubal occlusive device, on the left this appears to lie outside of the fallopian tube no adjacent inflammation or fluid.. Hysterosalpingogram - on (B)(6) 2016: bilateral occlusion; on (B)(6) 2016: total bilateral occlusion. Ultrasound scan vagina - on (B)(6) 2016: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: dysmenorrhea. Pelvic pain, fatigue, abdominal pain lower, abdominal pain. Batch no d08059, production date 2014-09-17, expiration date 2017-09-28. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2019: plaintiff fact sheet received : new reporter, essure stop date added. New events - menorrhagia (heavy menstrual bleeding), headaches, gi conditions and outcome were added we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s))/ perforation (other)/ migration of essure device location of device: left essure appears to lie outside of the fallopian tube') in a (B)(6) female patient who had essure (batch no. D08059) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "hysteroscopy myomectomy on ((B)(6) 2015), endometrial ablation on ((B)(6) 2015) essure on ((B)(6) 2015)". The patient's medical history included morbid obesity and joint pain. Previously administered products included for an unreported indication: sprintec from 2010 to 2015, nortrel from 2010 to 2015 and amethyst from 2010 to 2015. Concurrent conditions included anxiety, menorrhagia, hypertension, anemia, back disorder, heartbeats irregular, allergic reaction to analgesics, penicillin allergy, uterine fibroid, fever, per vaginal bleeding, uterine bleeding, migraine without aura and varicella. Concomitant products included sertraline hydrochloride (zoloft) since 2017 for anxiety as well as cetirizine, cetirizine hydrochloride (zyrtec), fluticasone propionate (flonase) since 2015, ibuprofen, losartan since 2017, metoprolol succinate, metoprolol since 2017, omeprazole (prilosec) since 2017, pseudoephedrine hydrochloride (sudogest) from 2010 to 2017 and sertraline since 2017. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced back pain ("back pain"), 1 day after insertion of essure. In (B)(6) 2015, the patient experienced dysgeusia ("other injury(ies) or complication please describe: metallic taste in mouth"). On (B)(6) 2015, the patient experienced abdominal distension ("gastrointestinal or digestive system condition type: bloating") and abdominal pain ("gastrointestinal or digestive system condition type: left sided pain / abdomen pain"). On (B)(6) 2016, the patient experienced urinary incontinence ("bladder or urinary problems or changes/ minor bladder leak"). In (B)(6) 2016, the patient experienced pelvic pain ("pain left-sided pelvic pain/ pain stabbing pain/ pelvic pain syndrome"), vaginal discharge ("vaginal scant white discharge/ vaginal discharge") with vaginal odour, perineal pain ("perineal pain") and migraine ("migraines / headaches"). On (B)(6) 2016, the patient experienced fatigue ("fatigue"). In (B)(6) 2016, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6) 2017, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), abdominal pain lower ("localised left lower quadrant pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("pressure with intercourse"). The patient was treated with surgery (bilateral salpingectomy - laparoscopic bilateral salpingectomy with essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, vaginal discharge, abdominal pain lower, perineal pain, migraine, weight increased, urinary incontinence, dysmenorrhoea and dyspareunia outcome was unknown, the pelvic pain, fatigue, back pain and anxiety was resolving and the abdominal distension, abdominal pain and dysgeusia had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, anxiety, back pain, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, migraine, pelvic pain, perineal pain, urinary incontinence, vaginal discharge and weight increased to be related to essure. The reporter commented: current weight (B)(6). Insertion details- left side 3 coils and right side 3 coils visible without difficulty. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 47.7 kg/sqm. Computerised tomogram abdomen - on (B)(6) 2018: no acute findings, bilateral fallopian tubal occlusive device, on the left this appears to lie outside of the fallopian tube no adjacent inflammation or fluid. Hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion. Ultrasound scan vagina - on (B)(6) 2016: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: dysmenorrhea. Pelvic pain, fatigue, abdominal pain lower, abdominal pain. Most recent follow-up information incorporated above includes: 27-aug-2019: plaintiff fact sheet and medical record was received. Event-injury was deleted device category changed from device other event to incident. Lot number were added. Medically confirmed case. Events added from pfs- pain left-sided pelvic pain, vaginal scant white discharge, localized left lower quadrant pain, perineal pain, fatigue, migraine headache, weight gain, back pain, bladder or urinary problems or changes, anxiety, bloating, left sided pain, dysmenorrhea (cramping), metallic taste in mouth, abdomen pain, perforation (fallopian tube(s)/ migration of essure device location of device: left essure appears to lie outside of the fallopian tube, pressure with intercourse. Reporter information, medical history, concomitant drug, events onset date, events outcome, essure removal date, lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.